Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. There was a reported delay to the procedure of forty five minutes due to this issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that they could not replicate the issue and after further troubleshooting they found that the camera cart and main cart became disconnected while setting up the room. When the systems were reconnected, sufficient time was not allowed for the carts to re-establish communication. The site was informed.the navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was setting up for a case and they were receiving a localizer not connected error on the software registration page. They confirmed they were in a an optical procedure and they had a green line to the camera cart. They tried reseating the cable between the carts, with no resolution. The site was not hearing any beeps, but the camera displayed the green light and not the yellow light. There was no reported impact on patient outcome.